Manufacturer narrative:
Per irs from the independent repair center, the underlying cause of the unit alarming documented in the irs is a stuck/not shifting fully pilot valve.

Event description:
Dealer alleges the irc5po2v concentrator alarms after 10 seconds and has a red light.

Event description:
Dealer alleges the (B)(4) concentrator alarms after 10 seconds and has a red light.